Event description:
It was reported to boston scientific corporation that a pinnacle anterior-apical pelvic floor repair kit was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced pain due to eroded mesh. The physician's office was contacted; per the nurse, the patient came back to them with some pain and vaginal tenderness, and there wasn't any erosion of the mesh. It was stated the last time they saw the patient was in (B)(6) 2011. No further information is available. Should additional relevant details become available, a supplemental report will be submitted.